Event description:
The patient contacted animas on (B)(6) 2013 reporting that she was admitted to the hospital on (B)(6)2012 with blood glucose (bg) levels in the 800's mg/dl or 900's mg/dl. The patient reported that she was not on the pump at the time of this event. The patient was on injections per her healthcare professional. This morning her bg was down to 364mg/dl. The patient stated that she resumed the pump on (B)(6) 2012 and the pump is controlling her bg level. The patient stated that she is not sure of carbohydrate counting and how high fat foods affects bg. She stated that she had some weight loss but not sure how much. Customer support (cs) walked the patient through how to use the ezcarb on the pump, when to use the carbohydrate screen and when to use the bg screen. The patient continued to make adjustments in the basal rate and using temporary basal in between. The patient stated the she talked to her healthcare professional regarding pump instructions. The pump is not being returned. Customer support advised the patient that there was no malfunction found with the pump. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient's lack of knowledge on the functionality of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient's lack of knowledge on the functionality of the pump).